Event description:
The customer contact reported a hole in the tubing set; subsequently, bleed back was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, a hole was noted in the tubing set at an unspecified location and an unspecified amount of blood backed up in the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The information on reprocessing of the device was requested; however, no response has been rec'd.